Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the outer tube and distal end were dented, the light guide post was loose, the objective window frame was scratched, the fiber had breakage, the lens was chipped, and the optical fiber had debris. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light post cord is broken. The event occurred during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the light cord damage was due to user error, improper handling, or excessive force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.